Manufacturer narrative:
Act button did not respond due to flattened button dome switch. Unable to perform displacement test, basic occlusion test, occlusion test, prime, no delivery test due to unresponsive button. Pump had no blank display during testing noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
It was reported that a button on the customer's insulin pump was not working for a time. Customer's blood glucose was 354 mg/dl. Customer attempted to bolus when the issue occurred, reportedly causing high blood glucose. No significant events leading to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.